Event description:
The facility reports the resident was being transferred from the wheelchair to the bed. When they raised resident off the wheelchair, the sling clip broke. Resident fell back into the chair. No injuries reported.